Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk surgical procedure on (B) (6) 2009 and suture was used. After suturing of the skin, the suture broke requiring repeat suturing. No add'l event info is available.